Manufacturer narrative:
Ge healthcare (gehc) tested the unit and did not confirm the reported issue. The hospital had replaced the patient circuit prior to gehc testing. Customer contact reports no patient information available.

Event description:
The hospital reported a leak greater than 4.5lpm resulting in a loss of mechanical ventilation. The unit was replaced and procedure resumed. There was no report of patient injury.